Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Essure removal was scheduled. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of essure placement. Her concomitant condition includes nickel allergy, trees, cobalt and birds allergy. The consumer reported she had experienced pain in pelvis, pain in hips, pain radiating to legs, rash, increase or heavy blood loss during menstruation, incontinence, pain in groin, dizziness, insomnia, memory loss , concentration problems, brain fog, tingling, and thick foot. She mentioned that three months after the placement procedure her complaints started but she did not specify one of the events. She reported relation and/or family problems and referred to social activities and happiness complaints. The consumer had physical therapist, contacted an urologist and gynecologist. She inserted an iud as treatment. She had as treatment plan essure removal scheduled. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Essure removal was scheduled. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.